Event description:
It was reported that the right atrial (ra) lead appeared to have dislodged into the right ventricle and was pacing and sensing the ventricle. The lead was programmed off. No patient complications have been reported as a result of this event.